Event description:
It was reported that the patient presented in clinic for routine follow up. It was noted that the patient had been experiencing diaphragmatic stimulation even at low outputs. The right ventricular lead exhibited high impedance. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.